Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, while the device was being applied to the colon during anastomosis, the device partially fired there was poor staple formation. The staples did not form ¿b¿ shape. They had to perform transanal minimally invasive surgery to hand sew the anastomosis. The surgical time was extended by more than 30 minutes due to the product problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of five images of one device. Inspection of the anvil noted staples imbedded into the mylar cutting ring and that a staple was open. Further inspection also noted cross cutting staple line marks. Inspection of the remaining staples was limited due to the quality of the image. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified.